Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018. The physician believed that the device settings put the patient in atrial fibrillation. Review of the transmission revealed competitive atrial pacing due to as falling into pvarp. Programming changes were made.